Event description:
Boston scientific cardiac rhythm management (crm) received information that this implantable cardioverter defibrillator (ICD) patient reported hearing a continuous tone that sounds like a cat screeching, and questioned whether this could be coming from her device. Technical services (ts) discussed how the constant tone anomaly occurs, and that (if this was occurring) they will need to bring the patient in to program 'beep on paced and sensed events' on and then off again, or place and remove a magnet from the device in order to resolve this. The local field representative (fr) indicated that the patient was seen in follow up earlier in (B)(6). Ts recommended that the fr tell the following clinic to call in when they see the patient, so ts could assist.

Manufacturer narrative:
The family could not clearly identify where the noise was originating, or whether it was coming from the ICD. Technical services recommended that the device be checked on the mainland, as the patient would be returning at the end of the month. Technical services explained the possible drain on the device battery if the device was in fact emitting a continous tone. The local field representative did not know the status of the device currently. According to the available information, this ICD remains implanted and in service. This event will be updated as additional information becomes available. Subsequently, the device was explanted due to normal battery depletion and was returned for analysis. This report will be updated when analysis is complete.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.